Manufacturer narrative:
(B)(4). The device was manufactured may 8, 2015 - may 13, 2015. The device was received for evaluation. Visual inspection identified a white particle approximately 0.20 square mm in size, floating in the bladder. Fourier transform infrared spectroscopy identified the particle to be polyester. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were particles in an unspecified location of a half day infusor. This was noted before patient use. There was no patient involvement. No additional information is available.